Event description:
It was reported that t2 did not deploy during a procedure. No patient injury was reported.

Manufacturer narrative:
Due no product return, the complaint could not be confirmed. Consequently, investigation and conclusions could not be made by the investigator. After manufacturing records review, the investigator determined that the product met specifications upon release to distribution. No further actions pursued at this time.